Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) was generated due to a pacing impedance of 2047 ohms with this right ventricular (rv) lead. Review of the stored data identified episodes of non-sustained ventricular tachycardia (nsvt) which all showed noise. Lead evaluation was performed, and noise was reproduced during isometric exercises. Threshold and sensitivity testing in bipolar and unipolar modes were well within normal limits. The device sensitivity and lower rate limit (lrl) were reprogrammed, and the patient was sent for an x-ray which identified the helix was retracted and the lead appeared to have a dislodged. A revision procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported.